Event description:
A surgeon reports a pt with a history of retinal detachment had a vitrectomy, scleral buckle and retinotomy with placement of gas bubble in 2006. The pt presented with increased intraocular pressure (iop) one day following surgery. Treatment included multiple vitreous taps, antibiotics and reformation of the anterior chamber. Pressure decreased with treatment. The pt's outcome and prognosis remain unknown. Product labeling states 100% gas should be injected. The surgeon reports he dilutes the product with air to a 15% mixture.

Manufacturer narrative:
The returned cylinder was evaluated by the MFR and was observed to be empty. The gas from a retain cylinder was analyzed and all results were found to be within product specifications. The batch production record for this lot was reviewed and no deviations or comments were noted. Two complaints for this lot were rec'd from the same complainant. No other complaint reports have been rec'd for this lot number. Product labeling stated 100% gas should be injected. The surgeon reports he dilutes the product with air to a 15% mixture.